Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received watchdog timeout alarm more than once. The customer's blood glucose was 200 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with no button response due to flattened act keypad dome. No blank display. Lcd board ok. Unable to performed functional test due to keypad anomaly. Unable to verify insulin pump alarm due to keypad anomaly. Device had minor scratched lcd window and cracked reservoir tube lip. Keypad connector was found closed properly during visual inspection.